Manufacturer narrative:
A tracheotomized patient developed 50% desaturation for several minutes associated with a bradycardia for several minutes, followed by a cardiopulmonary resuscitation (CPR). The incident took place in the night of (B)(6) 2018. The customer stated that no alarms were generated by the intellivue mp60 patient monitor. The field service engineer (fse) went for onsite service. The fse connected the intellivue mp60 to the central station and tested the device. During the testing the fse found the device to be working as intended - all alarms were announced as expected and no trouble was found with the monitor. The central station configuration file showed that the monitor was not connected to the central station at the time in question, therefore no logs are available from the central station. The customer biomed confirmed the outcome of the investigation and the case was closed by the client.as the assigned field service engineer found the device to be operating as specified, philips is unable to reproduce the reported issue. It has been established that there was no trouble found during the onsite investigation. As the customer did not provide any alarm review logfiles for the time the issue was discovered only the configuration and status log files of the patient monitor. Philips has not been able to establish exactly what happened at the time of the reported event, and therefore it was not possible to establish a clear cause. Due to the lack of information, a malfunction of the product cannot be ruled out. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that no alarms were generated. The patient was connected to a mp60 bedside monitor. Patient treatment was required cardiopulmonary resuscitation (CPR). No further information about the patient has been provided by the customer.